Event description:
It was reported that the patient's battery was depleting faster than expected and was already at the ifi-yes battery status indicator. The patient was implanted on (B)(6) 2016. System diagnostics were within normal limits. Per the manufacturer's device history records, the generator passed final quality and functional specifications; the device was manufactured with laser-routing. The internal data of the suspect generator was reviewed. Premature battery depletion was verified. The patient's generator was at a voltage indicating there was <11% battery remaining, which is inconsistent with battery % consumed value that showed that there should be approximately 80% battery remaining. From a previous internal investigation, it is known that some laser-routed devices may be susceptible to premature battery depletion. The observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in current leakage paths and premature depletion. No further relevant information has been received to date. No relevant surgical intervention has occurred to date.

Event description:
The patient was replaced due to "prophylactic" reasons. Clinic notes dated two days prior indicated that the patient's generator had depleted a week prior and that the patient had nightly seizures since then. The seizures were progressing in strength and frequency. The explanted generator was discarded. No further relevant information has been received to date.

Event description:
The doctor reported that in the 2-3 weeks prior to generator replacement, a significant increase in seizures and behavioral issues was reported. This improved within days of generator replacement. The physician attributed these symptoms to the generator's intensified follow-up battery indicator being triggered. Per device design the generator will provide therapy until it reaches end of service = yes battery status indicator. No further relevant information has been received to date.